Event description:
Patient developed bilateral redness, yellow discharge, and pain. Two courses of antibiotics and prednisone were required for intervention. On (B)(6), patient stopped medication, to which the symptoms worsened.